Manufacturer narrative:
Lot r17a23050 was manufactured 01/24/2017; lot r17j16056 was manufactured 10/16/2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that the tubing was separated from the male luer. The reported condition was verified. The cause of the condition was determined to be an incorrect assembly of components during manufacturing. A batch review was conducted for both potentially associated lots and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reporter stated that they were using 2 different lots that day, r17a23050 and r17j16056, and the reported issue could be either of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a paclitaxel set separated from the luer lock. This occurred during infusion of chemotherapeutic solution, and led to a leak of the chemotherapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.